Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that an error was displayed on the programmer stating that there was no communication between the analyzer and the programmer. Technical support (ts) had the sr reboot the programmer and this resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.